Manufacturer narrative:
Customer complaint of "tip broke off in patient" could not be verified as the product was not returned for evaluation.

Event description:
During a shoulder arthroscopy, the tip of the device fell off in the patient's shoulder joint. The broken portion of the device was reported to be easily retrieved without injury to the patient.